Event description:
On december 13, 2021, novocure received information that an unknown female patient with malignant pleural mesothelioma was hospitalized on that day due to worsening of itchiness and rash over the upper chest wall. Additional details were received on january 5, 2022 and january 11, 2022. The patient experienced a mild itchy rash on the left chest wall four weeks prior to hospitalization ((B)(6) 2021). Two days after hospitalization, on (B)(6) 2021, the patient was diagnosed by dermatology with contact dermatitis related to optune lua therapy. Patient was discharged home on (B)(6) 2021, and resumed therapy. Due to persistent skin itchiness, optune lua was discontinued on (B)(6) 2021, and reportedly, the skin rash improved. On (B)(6) 2021, patient reported itchiness from her head to thigh. Patient had a follow up in the oncology clinic on (B)(6) 2022, radiation therapy was planned in two weeks with optune lua therapy resuming if the skin condition allowed.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Dermatitis contact was not reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma. There have been 68 reports of dermatitis contact in the commercial program to date.

Manufacturer narrative:
On august 29, 2022, novocure discovered that the hde# in section g4-pre-market indentification was missing in the initial submitted medical device report. The correct hde# is h180002.

Manufacturer narrative:
On february 08, 2024, novocure discovered that the UDI number, serial number, manufacturer date, and usage of the device in sections d4, h4 and h8 were missing in the prior report. In addition, the initial reporter in section e1 was added to the report.